Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The low glucose threshold in the alarm settings was set to 100 mg/dl, sensor activated with known good reader, and performed linearity test performed. Low glucose alarm was successfully activated. No malfunction or product deficiency was identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the freestyle libre 2 sensor. The low glucose alarms did not sound and because of this, the customer experienced shaking and was unable to self-treat, requiring treatment of a drink by a third-party. There was no report of death or permanent injury associated with this event.